Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the right ventricular (rv) lead exhibited high and unstable thresholds, high undefined out of range (oor) rv defibrillation impedance, noise, and short v-v intervals. The lead was reprogrammed and later revised to a new location. The lead remains in use. No patient complications have been reported as a result of this event.